Event description:
Boston scientific crm received information from the clinician, that this patient is followed in another clinic and they reportedly cannot interrogate device. This clinic saw the patient in november, two months ago, and interrogation revealed there were two years remaining on the battery life. The clinician inquired whether there was another device implanted during this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Boston scientific crm technical services (ts) discussed that there was no indication of a replacement in our medical records. Additionally, there are no advisories on this device. Ts advised the clinician to check their records for a possible upgrade procedure recently. If not, there is no reason the device should not be able to interrogate, and therefore, to try additional troubleshooting with the programmer. Should additional information become available to our company, this event will be updated as necessary. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.